Manufacturer narrative:
Through follow-up with user facility personnel steris learned that the rapicide pa high-level disinfectant was damaged upon delivery by fedex and had been placed in a bag. The employees opened the bag which caused the reported event. Additionally, it was reported that the fedex driver fainted while unloading the damaged package and went to the emergency room for treatment.

Event description:
The user facility reported via chemtrec that there were two complaints of "sore throats" and "raspy voice" following rapicide pa high-level disinfectant bottles that leaked. No medical treatment was sought or administered and the employees continued working.

Manufacturer narrative:
The chemtrec report did not provide a lot number for the rapicide pa high-level disinfectant subject to the reported event. The reported issue is likely attributed to damage during transit. The user reported to not be wearing proper ppe at the time of the event. Per the rapicide pa high-level disinfectant safety data sheet, "section 8.3: respiratory protection: in case of insufficient ventilation, wear suitable respiratory equipment. Respirator selection must be based on known or anticipated exposure levels, the hazards of the product and the safe working limits of the selected respirator. Other information: handle in accordance with good industrial hygiene and safety procedures." The rapicide pa high-level disinfectant bottles subject to the reported event were disposed of and not returned for evaluation. No additional issues have been reported. UDI related data clarification: the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR.